Event description:
On (B)(6)2022, this patient underwent endovascular treatment of a type iiib endoleak of navion stent graft using a gore® tag® conformable thoracic stent graft with active control system (ctag/ac) and a 22fr gore® dryseal flex introducer sheath (dsf) as an accessory. The ctag/ac was implanted successfully. After the dsf was removed, access vessel trauma was observed at the right external iliac artery. A patch repair was performed. After the patient left the procedure room, the blood pressure dropped, and computed tomography revealed access vessel trauma at the right external iliac artery. Therefore, a gore® viabahn® endoprosthesis was implanted to treat the trauma. The patient tolerated the procedure. The physician stated that the diameter of the right external iliac artery was narrow and highly calcified. There was not much resistance during insertion. After the patch repair, an angiography was performed, and the right external iliac artery appeared healthy. Reportedly, the diameter of the right external iliac artery was 7.0 - 7.8 mm. The nominal outer diameter of the 22fr gore® dryseal flex introducer sheath is 8.3 mm.

Manufacturer narrative:
.